Event description:
The user facility reported a patient experiencing acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support, and two hours into support, pump positioning issue was encountered which resulted in device explant. During impella cp placement, the patient went asystolic then arrested. Return of spontaneous circulation was achieved and the impella cp was successfully placed. Percutaneous coronary intervention was completed. Upon sheath exchange, the pump was pulled back into the aorta, and unable to recross the valve. A wire held vascular access and a new pump was placed. The patient was noted to be in stable condition.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. The root cause of the positioning issue was most likely use related per clinical review. E4 should have been left blank on manufacturer device report 1220648-2024-13249